Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-02820. It was reported the patient experienced ineffective stimulation due to the inability to increase the stimulation. System diagnostics revealed high impendence's due to a lead fracture (confirmed via x-rays). Surgical intervention may occur later to address the issue.

Event description:
Device 1 of 2 :reference MFR. Report# 3006705815-2018-02820. Additional information received identified the patient underwent surgical intervention wherein both leads were explanted and replaced with one lead. Therapy was achieved post operatively.